Event description:
Tandem rep contacted his area clinic on a routine sales call and was informed a pt using the t:slim pump had passed away. Clinic hcp informed tandem rep the death was not associated with pt use of the t:slim pump.

Manufacturer narrative:
The pump was returned for eval, tested and meets its specifications.